Event description:
Balloon pump screen on with flat waveforms and no numbers, just dashes. Machine not functioning at this time. Charge rn (registered nurse) attempted balloon auto fill and pressure recalibration on the iabp (intra-aortic balloon pump), with no resolution of alarms or restarting of the iabp.